Manufacturer narrative:
Internal report # (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were returned with insufficient strips to perform evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and low blood glucose test results. Son-in-law is calling on behalf of the customer. The customer is concerned with test results from results obtained of 535 mg/dl and 46 mg/dl. The customer's expected fasting blood glucose test result range is 200 - 230 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 343 mg/dl and 365 mg/dl using meter; tests were performed using a new vial of the same lot number of test strips. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/31/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (B)(6).